Manufacturer narrative:
The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, in which manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled "replacing reagent-manual", which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The facts indicate that bottle 8 (ethanol) was not removed from the instrument for sufficient time to replace the reagent, and a user affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 16:39pm on (B)(6) 2022. The ethanol concentration in bottle 8 would have remained unchanged at 77.4% due to this use error, which occurred prior to execution of the "twelve hr fixed brain" protocol started at 16:40 on (B)(6) 2022, from which the complainant reported sub-optimal processing of patient tissue samples. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Accordingly, the reagent from bottle 8 (ethanol) was used for the final dehydration step of the "twelve hr fixed brain" protocol started at 16:40 on (B)(6) 2022. The minimum ethanol concentration required for use in the final dehydration step in a tissue processing run is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant.

Event description:
The complainant contacted leica biosystems and the following information was documented: "[complainant] just called and reported a pmdr on his peloris 0265794b with underprocessed tissue. He already dumped the reagents and will be running test tissue today. Customer stated approx. [Sic] 150 specimen from routine to biopsy. Failed in bottle 8 due to final concentration issue. Also prompted with insufficient wax in w2. Customer changed all the reagent and will do a test run." On (B)(6) 2022, the assigned leica technical specialist-core histology (fas) visited the customer site and documented that the patient tissue samples involved in this event were derived from one (1) "12 hr fixed brain" protocol comprising 110 cassettes, which started in retort a at 16:40pm on (B)(6) 2022 and completed at 06:25am on (B)(6) 2022; and the affected patient tissue samples were not re-processed. The size(s) and type(s) of the affected patient tissue samples were not provided. On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.